Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that the volume is incorrect during in use with a patient. Complaint confirmed by running the occlusion test. The device is repaired by replacing the lead screw and potentiometer position sensor. The pump passed the occlusion test, travel test and accuracy test. Replaced the top case because it is cracked. Replaced the left and right clutch, clutch spring, worm gear, worm coupling for preventative maintenance. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the faulty lead screw and potentiometer position sensor. After installing and replacing the parts, the pump passed all the testing and is fully operational. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the volume is incorrect during in use with a patient. There was a patient involvement.